Event description:
It was reported that during a laparoscopic gastric sleeve, the device did not staple completely. It is unknown how the procedure was completely. No patient consequences were reported. This is all the information available regarding this event.

Manufacturer narrative:
(B)(4). Damaged one piece sled, damaged drivers, damaged cartridge the analysis found that one device was returned in good visual condition and with an ecr60t reload loaded in the device. The reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.